Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video interface patch panel (vip) at the vision side cart was returned and evaluated by the failure analysis (fa) team who performed a visual inspection and found no problem related reported issue. Fa checked and confirmed error codes 307 and 48305 in lighthouse, then installed in an internal fixture, or tool (eft) system. During system testing was unable to replicate reported issue (could not replicate). No root cause is determined at this time. Intuitive surgical, inc. (Isi) received medwatch# 5174644 and obtained the following additional information: while the surgeon was operating robot from the console, he was unable to control the robot. The robot has the restart option. Upon first restart, the sound of cautery stopped. The robot required two separate restarts before correcting the issue. Da vinci representative was notified of the issue. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the medwatch#5174644 report was referring to the same issue. There was no non-intuitive motion experienced. Field h8 corrected to initial use. Field a3 gender corrected to male.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced the vip, vision side cart (vsc) to resolve the 307 error. The system was tested and verified as ready for use. Isi did receive the unit involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the system faulted and shut down. Customer stated that prior to the system fault, the surgeon was activating energy. When the system powered off, the surgeon removed their foot from the pedal but energy was still being delivered. Customer stated that after a couple of attempts, they were able to finally power the system back on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon said the system shut down and the surgeon removed their foot from the pedal, but energy was still being delivered. The energy was delivered for 2-3 seconds. The issue did not cause any injury/harm to the patient. The instrument the energy was being delivered was a bipolar instrument. The system was powered back on and the procedure was completed robotically.